Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4) meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the products are working as intended - unable to establish contact with customer at this time. Product notification letter was not sent to contact customer care due to no address on file.

Event description:
Consumer initially reported complaint for e-2 error. Aide is calling on behalf of the customer. During the call, a blood test was performed by the customer and produced test result of hi using meter. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. Aide stated that customer was recently diagnosed with throat infection and that he has a scheduled doctor's appointment (B)(6) 2019. Aide then disconnected the call. No further information was able to be obtained. The meter memory was not reviewed for previous test result history.